Manufacturer narrative:
Additional information has been requested from the field representative. Should any further information becomes available, this report will be updated. Attempts to get additional information from the sales representative were unsuccessful. There was no other information available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient called stating that the pacemaker and the right ventricular (rv) lead were explanted due to an unspecified malfunction. A new non-boston scientific system was implanted. No additional adverse patient effects were reported.